Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported a separation at an unknown site of the tubing when connected to the patient with an unknown medication that was infusing. Although requested, no further information has been given.

Manufacturer narrative:
The customer¿s report of a separation at an unknown site of the tubing was not confirmed. Visual inspection of the set showed no damage or any anomalies. Functional and pressure testing resulted in fluid flowing freely without any leaks or separations noted on the tubing. The root cause of the customer¿s report was not identified.

Event description:
The customer reported a separation at an unknown site of the tubing when connected to the patient with an unknown medication that was infusing. Although requested, no further information has been given.

Event description:
The customer reported a separation at an unknown site of the tubing when connected to the patient with an unknown medication that was infusing. Although requested, no further information has been given.

Manufacturer narrative:
Additional information provided: model #, serial #, expiration date, catalog #, lot #, other #, UDI # and device manufacture date.